Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was noted to be unresponsive after connecting the pump to a power source to charge. Reportedly, the battery was at 45% charge. The customer's blood glucose level was 119 mg/dl. The pump remained connected to a power source to charge for over an hour, however the pump remained unresponsive. Reportedly, the customer has an alternate pump available as alternate insulin therapy.